Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Patient had an unknown stryker left hip replacement.